Event description:
It was reported that during a laparoscopic gastric bypass procedure, the pt developed a small bowel obstruction, which herniated the port of the incision. Pt had to come back for small bowel resection.